Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, error test rewind and basic occlusion test. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The pump was unable to perform occlusion test and excessive no delivery test due to moisture damage on the faulty force sensor system. No unexpected motor noise anomaly was noted during rewind. No audio or beep anomaly was noted. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube, missing end cap sticker and scratched reservoir tube window.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 10.8 mmol/l. The customer stated that he tried to rewind the pump when he heard the screeching sound come from the pump. The customer stated that he is uncomfortable with using the pump. The customer will be sent a replacement pump.